Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 4th. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Repeatedly pulled handle to get clips to feed. What were the indications for surgery? Gall bladder issues. Does the patient have any relevant history of surgical treatments? Asku. Did somebody other than the primary surgeon fire the instrument? No. The analysis results found that one device was received with in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device, it was noted that it could not feed clips. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent leading to the found feeding issues. In addition the clip track proximal flanges/locators were found deformed as a result from an excessive force. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. After three successful clippings of the cystic artery. On the 4th firing, the clip did not feed. The device failed to advance clips on the cystic duct. No additional forces were applied on the handle. The surgeon repeatedly squeezed the handle until clips finally fed into the jaws. The clips were incomplete and malformed when finally feeding from the device. There were no other clips present when clipping the cystic duct. Another device was used to complete the case. There was no adverse consequence to the patient.